Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor where the filament was not present. Customer inserted the sensor and it would not connect. Customer did not notice anything unusual during insertion. Customer stated that the sensor was worn for less than 2 hours. Customer has not noticed anything inside the body. Customer was assured that it is likely retracted into the needle hub.